Event description:
Consumer complaint of high blood results. Customer normally is 80-120mg/dl. Based on parkes error grid analysis, the bias between the highest result given (500) and the normal result (80) is located in zone d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 120-130mg/dl. Based on parkes error grid analysis, the bias between the highest result given (234) and the normal result (120) is located in zone b/c. No adverse event reported.